Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown. Additional 510k numbers: k113753 and k112160. Device not returned.

Event description:
It was reported that the implant (tmt4b13) fractured. The implant was not removed. Tooth location #7. There was no injury to the patient as a result.

Manufacturer narrative:
No product was returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged malfunction was unconfirmed without return of the device. The reported event could not recreated. Based on the DHR review, there were no manufacturing deviations to suggest that the device caused or contributed to the reported event. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D3: manufacturer. D4: device expiration. D4: UDI number is n/a. G2: manufacturer's contact office. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.